Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2016. It was reported the patient had a gradual change in therapy. The patient experienced infection symptoms of redness and drainage in the pump pocket. The patient was seen by the healthcare provider (hcp) for an issue with their left hip which was infected at the same time and was not related to the pump. The hcp discovered the pump pocket infection. It was unknown if the infection was confirmed. The patient did not know that she had an infection in her pump pocket and the nurse told the patient to get admitted so she could get taken care of. The patient went into cardiac arrest and was flown to another hospital. The patient coded twice. Per the patient her heart was "wonderful and arteries are fine it just stops" and was the reason the patient had a cardiac implant. Interventions were intravenous and oral antibiotics. A total system explant occurred (B)(6) 2016. The infection was resolved. The patient was getting pain from the pump pocket area on the right side (hip) aches throbs and "feels like there is hot pokers in there". The left hip infection gets packed and does not hurt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.